Event description:
A memorylens had been implanted in a pt's left eye (date unknown). Report indicates the pt experienced normal post op course, with visual acuity 20/20. Pt presented to reporting dr (date unknown, but indicates "years post op") with complaint of decreased visual acuity in left eye, which began at completion of course of chemotherapy treatment for cancer. Dr indicates these events are unrelated in his opinion and describes appearance of "very fine diffuse cell sized pattern of opacities which appear to be in the lens rather than on it or on the posterior capsule. They almost look like a cellular monolayer, there are no cells in either the anterior chamber or vitreous and the distribution is very symmetric over the lens with no clumping." Several attempts have been made to obtain additional info. No further info is available a the time of this report.